Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that she was measuring her blood sugar level at the same time with both her dario's meter and the hospital's meter and stated that the dario's meter showed a difference of 60 points compared to the hospital's meter.